Event description:
It was reported that while performing a tha (side unknown), the plastic handle of the impactor split upon impaction. A replacement was immediately available from another tray.

Manufacturer narrative:
An event regarding crack/fracture involving a cutting edge impactor was reported. The event was confirmed. Method & results: -device evaluation and results: the device was returned with a fractured plastic handle confirming the event. The fracture extends axially from the distal end of the handle approximately 2/3 of the way up the handle on both sides. The fracture continues through the handle to the center metal core. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there has been 01 other event for the lot referenced. Conclusions: it was reported that while performing a tha (side unknown), the plastic handle of the impactor split upon impaction. The device was returned with a fractured plastic handle confirming the event. The fracture extends axially from the distal end of the handle approximately 2/3 of the way up the handle on both sides. The fracture continues through the handle to the center metal core. As such, the reported event was determined to be a known design issue addressed by a design change. CAPA was raised to address the cracking/fracture of radel plastic handles for the universal impactor/postioner and other devices with similar handles and an ecn was initiated for the modification of the radel handle. The subject device was manufactured prior to the design change.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that while performing a tha (side unknown), the plastic handle of the impactor split upon impaction. A replacement was immediately available from another tray.